Manufacturer narrative:
This device is use for treatment not diagnosis complications after mandibular distraction osteogenesis: a retrospective study of 131 patients, norholt, s. Jensen j, schou s. Pedersen t. Oral surg oral med oral pathol oral radiol endod 2011; 111:420-427). This report is for an unknown mandible distraction devices/unknown quantity/unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature complications after mandibular distraction osteogenesis: a retrospective study of 131 patients, norholt, s. Jensen j, schou s. Pedersen t. Oral surg oral med oral pathol oral radiol endod 2011; 111:420-427) origin of the article is denmark. The study was a retrospective analysis of 131 patients (mean age: 16.2 years, 79 females and 52 males) consecutively treated by mandibular distraction osteogenesis (do) from 1998 to 2009. Ninety-two patients had unilateral and 39 had bilateral distraction, yielding a total of 170 procedures. The mean follow-up period was 21 months. Severity of complications was ranked in terms of need of intervention and risk of a compromised outcome. All patients were treated with either competitors devices or synthes mandibular single vector distractor (synthes (B)(4)). The following malfunctions were reported device deformation or breakage, unstable device, improper vector, device rotating backwards, trismus during treatment or device removal, inadequate device length, difficulty in device activation. This report is 2 of 2 for (B)(4). This report is for a unknown cmf, mandibular single vector distractor.